Event description:
Neighbor called lfs on 1/2002 on behalf of pt to allege pt's fasttake meter was reading inaccurately low. The call was documented. Neighbor stated that pt was hopsitalized for 3-4 days approximately on week before calling lfs. The diagnosis was high blood sugar and other conditions which pt was unaware of pt was treated there with fluids and unknown medications. Pt stated their her meter was reading consistently lower than pt felt. Their doctor had go to the office to compare the readings after the hospitalization. During the comparison their meter read 120 mg/dl and the doctor's meter read 200 mg/dl. No further info has been reported.